Manufacturer narrative:
An event of valve deterioration and high gradient was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2016, a trifecta valve was implanted. In (B)(6) 2019, severe aortic valve deterioration and high gradient was reported. On (B)(6) 2019, a valve in valve procedure was performed, a 23mm corevalve evolut was implanted. No patient consequences were reported and patient was in stable condition.